Event description:
A customer in (B)(6) notified biomérieux potential contamination associated with bact/alert® fa plus blood culture bottle (reference 410851). The customer reported ten (10) inoculated bottles gave positive growth (contamination) of streptococcus spp. Two (2) un-inoculated bottles were incubated and one (1) also grew the same streptococcus spp. There was impact to the patient, no change in patient's drug treatment plan, however extra diagnostic testing was ordered/performed. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was initiated following a customer report of potential contamination associated with bact/alert® fa plus blood culture bottle (reference 410851). The customer reported ten (10) inoculated bottles gave positive growth (contamination) of streptococcus spp. Two (2) un-inoculated bottles were incubated and one (1) also grew the same streptococcus spp. The investigation examined the bact/alert® fa plus bottle manufacturing records for lot 4051065, the complaint data, and directions in the bottle instructions for use [IFU]. No evidence was found in the manufacturing record review to show a problem with contamination of bottles, or the presence of streptococci before release. The batch met all release criteria and quality assurance subsequently released the lots for distribution to the field on 04may18. Two hundred [200] retained bottles for this lot were examined and none were found to show any signs of contamination. A historical review for date range 10dec17 to 07jun19 of all bact/alert® bottle complaints with contamination error codes determined there is no trend for contamination issues, or for streptococcus species. The bact/alert® fa plus culture bottle lot 4051065 has no other complaints for contamination as of 13jun19. A review of the bottle IFU provides sufficient instructions on the inspection of bottles before use, the bottle preparation procedure for blood collection, and the importance of avoiding contamination of the culture. An internal report performed in 2018 that examined all inoculated bottle contamination complaints from 01jan18 through 09nov18 for bact/alert® culture bottles determined that the bottles were not the likely source for these complaints. There is no evidence found at the time of this investigation, that the source for this customer's complaint is contamination of the bottle by the manufacturer prior to use by the customer. A recent journal publication does indicate that alpha hemolytic streptococci [strep viridans] are a common blood culture contaminant during inoculation of blood cultures. 1 1s. Dargere, h. Cormier, r. Verdon. Contaminants in blood cultures: importance, implications, interpretation and prevention. Clinical microbiology and infection. 24 [2018] 964-969. Global customer service advises to follow the directions in the IFU, and to clean the bottle stopper with one disinfectant wipe per bottle top and allow to air dry. The bottle stopper is not sterile under the plastic flip cap, as the flip cap is not air tight. Further actions the customer can take are to: review their blood culture collection procedure, to ensure it is adequate for site disinfection. Consider retraining to ensure staff are following procedures. Perform internal investigation to ensure no one location or phlebotomist is contributing; and that no other source could be contributing such as, gloves, hand sanitizers, disinfectant wipes, IV solutions/drugs.